Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patent received her implant yesterday at the hospital but is completely lost on how to use it. She stated that she cannot get the device to connect. The patient said last night she tried to use the handset and communicator and she could not get it to work so she went to bed wetting herself. During the call, patient services reviewed how to adjust stim. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient on 2021-feb-15. The patient reported that their device was not connecting. No further complications were reported at this time.

Event description:
Additional information was received from the patient. They reported that they had the external device in the wrong area when asked to clarify the statement ¿the device was not connecting¿. The cause was determined to be user error and they couldn't find. The patient reported that the technician walked them through the issue and the issue was confirmed resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.